Manufacturer narrative:
Device evaluated by MFR: the v-14 control wire was returned for analysis. A visual examination identified that the polymer jacket was fracture/peeled, moreover the distal tip was bent. No further issues were confirmed in the analysis.

Event description:
It was reported that guidewire break occurred. The target lesion was located in a non-tortuous right anterior tibial artery. During procedure, v14 wire and non-boston scientific catheter were advanced into the artery, and vessel was inflated by a 3mm balloon. Upon removal, broken piece seen on angiogram. The broken piece was retrieved with the catheter and removed from the patient. The procedure was completed using an alternate method. No patient complications were reported.

Event description:
It was reported that guidewire break occurred. The target lesion was located in a non-tortuous right anterior tibial artery. During procedure, v14 wire and non-boston scientific catheter were advanced into the artery, and vessel was inflated by a 3mm balloon. Upon removal, broken piece seen on angiogram. The broken piece was retrieved with the catheter and removed from the patient. The procedure was completed using an alternate method. No patient complications were reported.